Manufacturer narrative:
In response to FDA report number mw5084074. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency provided patient report of "pathology reported cancer markers for bia-alcl in [their] platelets", "fevers", and "breasts swelled three sizes." No histopathological biomarkers were reported. This record is for the right side. Device was explanted.